Event description:
It was reported that the display shows incomplete info. No pt involvement. Additional info was received indicating that 25% of the left side of the display does not show any info. There were no alarms or any error message displayed.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.